Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2018. On (B)(6) 2018 the patient went into cardiorespiratory failure and after 40 minutes of aggressive resuscitation efforts including obtaining IV access, intubation, infusing vasoactive medications and performing CPR, all resuscitative efforts were terminated and the patient expired.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2018 associated with an adverse event unrelated to the device. The evaluation of the returned pump did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Loosely coagulated blood was observed in the outflow graft attachment, pump cover, and the eye of the rotor. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted and retrieved log files appeared to capture the device functioning as intended until the driveline was disconnected on (B)(6) 2018. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. No further information was provided. The manufacturer is closing the file on this event.